Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-u p information.

Event description:
It was reported that the prograsp forceps (pf) instrument stopped working. There was no report of patient involvement or patient injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument damage consisted of pulley wire breakage (cable breakage) during the procedures, and the surgeons had to use backup da vinci instruments to complete the procedures. No damaged instrument parts had fallen in the abdomen. The instruments have been returned to isi for further evaluations.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.